Event description:
It was reported that the guide rod was broken during the procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual an dimensional evaluations could not be performed. The complaint is unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.